Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens in pt's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens.